Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support received a report that the new blower is not functioning. Suspecting that the main electronics is damaged. Technical support requested customer to inspect the main electronics.

Event description:
Customer reported that "blower failure alarm" was active on their bellavista 1000 unit. The customer changed the blower but it does not resolved the issue. Patient involvement is not known at this time.